Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by medical facility.

Event description:
A report was received that the patients lead had high impedances. It was also noted that the paddle tails were stuck as it seemed to have swollen inside the ipg ports. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patients lead had high impedances. It was also noted that the paddle tails were stuck as it seemed to have swollen inside the ipg ports. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-8116-70 (sn (B)(6)) the returned lead was analyzed and only two proximal tails were returned in the associated ipg ports. The tip was removed after altering the ports. Both contacts # 8 were overly flattened by setscrews. The two proximal tips were not fully inserted into the associated ipg header. With all the available information, boston scientific concludes that the reported event was confirmed. Both contacts # 8 in the proximal tips were overly flattened when the setscrews were locked down during the implant procedure. Since the lead was not fully inserted inside the ipg header, it would be the source of the impedance anomaly and ineffective therapy. Therefore, the probable cause selected is unintended use error caused or contributed to event.